Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with a monarc sling system "to treat pelvic organ prolapsed and/or urinary incontinence." It was also reported that a "removal" surgery occurred on (B)(6) 2010. It was alleged that the plaintiff "began experiencing mesh contraction, mesh exposure, mesh extrusion/protrusion, pain, and pain with sexual intercourse known as dyspareunia some time after implant", "returned to her physician several times due to complications", "suffered and continues to suffer, serious bodily injury and harm", "continues to receive medical treatment", and has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.